Manufacturer narrative:
Catalog number is unknown. UDI information is unknown premarket (510k) number is unknown. No serial number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the pump alarmed high pressure, patient tried changing cassettes, made sure everything is unclamped, tried switching to backup pump, which alarmed as well and both pumps would not function. Patient stated the line was completely off his body for an hour. Advised patient to head to the hospital immediately to have his IV access checked. Patient states he has been off the medication for about an hour so far. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.